Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the manifold valve. Additional malfunctions reported with this event: pcb and transformer has a short circuit.